Manufacturer narrative:
(B)(4). The root cause could not be determined. The lot number was not provided, therefore a batch review cannot be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This is report number 4 of 5 reported from this facility.

Manufacturer narrative:
(B)(4). The sample was discarded therefore no evaluation was performed. Should a sample be returned and evaluated, a follow up report will be submitted. The product code is unknown, therefore, a 510k number cannot be provided at this time. The lot number was not provided, therefore a batch review cannot be conducted. Baxter has received similar reports and will continue to monitor these reports to determine if further actions are required.

Event description:
This report was received by baxter (B)(4) on (B)(6) 2010 from a (B)(6) physician alleging an increase in peritonitis related to use of an unknown renal product. This is a (B)(6) male diagnosed with (B)(6) on (B)(6) 2009. The patient was admitted to the hospital on (B)(6) 2009 and discharged on (B)(6) 2009. It is unknown what labs were performed. Triflucan 100 mg per day intravenous (IV) was administered for 21 days. The patient was placed on hemodialysis. The physician requested an investigation since the number of peritonitis events had increased.